Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the transmitter did not blink when it was connected to the sensor. Customer's blood glucose was 5.8 mmol/l. Customer mentioned the sensor strip was missing when the sensor was removed. Customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.